Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead showed a kink on the lead body of tail 1-8 where all the internal wires were broken and separated. This would have caused the high impedance observed in the field and would prevent the ipg from being placed in MRI mode. The broken wires are consistent with the lead being subjected to an overstress condition while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that high impedance issue was observed on the lead contacts one to eight. Patient experienced falls over the past year. Upon diagnostic testing it was observed that it was unable to enter MRI mode. Lead was explanted. Patient was stable.